Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID hh9020tdd serial# (B)(6) product type product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that the battery life on the communicator and handset has deteriorated significantly since 6 months ago and getting worse in the last couple weeks. The patient stated the communicator will drop from 100% to under 50% within 4 hours and they have to charge the communicator multiple times a day. The patient can't go places for long because the devices battery drops and they can't use them. The agent confirmed there is no damage. The patient also stated that it takes long time to get the bolus and the ptm will get stuck at 91% and stay there for a min or so before they can get a bolus since 6 months ago. Patient stated they get 22 bolus a day. The agent reviewed device function and assisted patient with clearing data and device connected very fast. The issue was not resolved. A request was sent to the repair department to replace the devices due to not holding a charge.